Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences uncomfortable stimulation when stimulation is increased. Troubleshooting/reprogramming attempts have been unable to provide resolution. As a result, the patient may undergo surgical intervention to provide resolution.

Event description:
Follow-up revealed the patient's lead was explanted and replaced with a competitor's lead.